Event description:
Inbound. Cadd legacy pump alarmed no disposable clamp tubing. Troubleshooting and switching cassette to backup pump did not resolve alarm. Cassette lot 4192062, expiration 09/02/2026, switched to new cassette. No further details provided.